Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified left anterior descending (lad) artery. Following predilation, a 3.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. The stent was deployed and after post dilation was performed, the physician noted a long dissection in the artery from the edge of the stent. A 3.5x38 promus element stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.